Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, infection on maxiliar implants. Asymptomatic on mandibular implants. Infection is seen as the reason for failure. Same patient as (B)(6).